Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qa performed retained testing to confirm the reactivity of the k antigen. Results were satisfactory. Returned pt samples were tested by ocd using retained product (vs 166). Reactivity was observed with both samples at 15 and 40 minute incubations. No false negative results were observed.